Manufacturer narrative:
Product return and detailed product information was not provided as the event was based on a general comment by the physician. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a faradrive was selected for use. The valve does not work due to bleed back. Additionally when inserting the farawave catheter, the catheter is very tight and is difficult to maneuver within the sheath. No patient complications were reported.

Manufacturer narrative:
Additional information added to b5: describe event or problem. Product return and detailed product information was not provided as the event was based on a general comment by the physician. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a faradrive was selected for use. The valve does not work about 1 in 10 times and bleeds back. He also said at times when inserting the farawave catheter, the catheter is very tight and is difficult to maneuver within the sheath. No patient complications were reported. It is unknown if the device is going to be returned for laboratory analysis. It was further reported that the issue was identified during procedure. The issue not resolved. Physician did not want to replace item. The procedure was completed. The device will not be returned for analysis as it was disposed.